Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer failed to provide instrument differential flags on a sample that was found to have blasts by manual review. In addition, the unit generated low neutrophil (ne) and high eosinophil (eo) results. The manual differential indicated 6% blasts, higher neutrophils and no eosinophils. The results were not reported out of the laboratory. No death, serious injury or change to patient treatment is associated with this event.

Manufacturer narrative:
The sample was collected in 3ml edta tube, stored at room temperature and processed within 1 hour of collection. Controls are run once per day and were within assay limits pre and post the event. A bci field service engineer (fse) was not dispatched for this event. Raw data was analyzed and showed 6% blast, higher according to manual reference. Root cause, per raw data analysis, is that number of events for analysis is too low for the algorithm to use the population statistics to identify blast flagging patterns.